Event description:
The customer reported that imprecise hypersensitive thyroid stimulating hormone (htsh) results were generated on a unicel dxl 800 access immunoassay system for two patient samples. This report is one of three and represents the test results from (B)(6) 2011 pertaining to the second patient involved in this event. During troubleshooting of a tsh patient result issue (a physician questioned a different patient's test results from (B)(6) 2011) re-testing of tsh testing on an additional patient sample was prompted that produced a result within the normal reference range of the assay and repeat testing produced higher results above the normal reference range. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. After the event occurred, the customer tested multiple patient samples on the htsh and fast tsh assay formats and the results of each sample correlated between the htsh and fast tsh assay formats.

Manufacturer narrative:
The sample was drawn into lithium heparin plasma tubes and centrifuged prior to testing. The sample was retained at room temperature. Qc was performing within the customer's established ranges on the day of the event. No patient specific information, additional sample collection/handling information or additional instrument performance was provided. Beckman coulter inc. Requested that the sample be sent into customer product line support (cpls) for investigational testing, or that the sample be sent to a reference lab to confirm the customer's results. The customer reported there was no sample remaining that could be sent out for testing. Troubleshooting with bec hotline revealed that hardware was not malfunctioning and the issue was isolated to specific patient samples. Service was not dispatched to the site for this event as it was believed to be sample related. However, a definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03580, 2122870-2011-03581.